Event description:
On 8/7/2025, a report was received via email notifying a damaged ilet pump, but no details were provided. The agent spoke with patient, who confirmed their ilet screen cracked 3 days ago. Screen initially worked but is now completely unresponsive. The patient removed the ilet last night due to being unable to use it and reported having no backup therapy. The highest blood glucose (bg) level was reported at 400 mg/dl. Agent advised the ilet will need replacement, verify address, and reviewed the replacement process. The patient was recommended to contact their hcp for guidance. No symptoms reported during the event, and no medical intervention required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.